Manufacturer narrative:
Result - faulty scale display.

Event description:
It was reported by service report that the scale display was not working properly. It is unknown if there was patient involvement. However, no adverse consequences were reported.